Event description:
It was reported that an angio-seal was deployed post percutaneous coronary intervention and hemostasis was achieved. A pre-deployment angiogram revealed moderate calcification but no tortuosity. The lumen diameter was 7mm. Six hours later, a 6 centimeter hematoma was observed while the pt was still hospitalized and after complete bed rest. Manual compression was applied for an hour, and hemostasis was achieved. The pt received one unit of blood, due to the low hemoglobin level. A small amount of bleeding from the side of the procedure sheath was observed before, during and after the angio-seal deployment. This was the second puncture made at the same site since early 2008. The physician suspected that the condition of the artery, which could be too weak, might have caused this event. It was noted by the st. Jude medical sales rep that the physician pushed the tamper tube several times and tamped the collagen hard. The compaction maker was fully exposed. The pt has recovered. This was the second angio-seal deployment for the physician, and a st. Jude medical rep was not present for the deployment. The physician is now fully trained on angio-seal deployment, but was not fully trained when this event occurred.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) warns that, vigorous tamping may result in collagen placement in the artery or anchor breakage. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instruction for use (IFU) states, if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site. The angio-seal device instruction for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing.